Event description:
The pt ((B)(6)) received an scs system including a percutaneous lead on (B)(6) 2010 for left arm pain. It was reported that the pt's lead was replaced in (B)(6) 2011 due to migration. The pt reportedly engaged in repetitive activities which may have contributed to the lead migration. The explanted device was not returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.